Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7295183 UDI: (B)(4).

Event description:
It was reported that during trial procedure, it was suspected that the patient had a wet tap. Postoperatively, the patient reported urinary urgency without success, abdominal pressure, and pain. The patient experienced similar symptoms two weeks after a large lumbar fusion few years ago. The physician pulled the leads and recommended the patient go to the emergency room (ER) and receive a computed tomography (CT) with contrast, which was completed. He was sent for magnetic resonance imaging (MRI) and the ER physician observed overnight. The patient was given pain medication, but the type is unknown. The patient reported that symptoms are improving and eventually went away. The explanted devices were disposed.